Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part : 281.930s. Lot: l817610. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 16 march 2018. Expiration date: 01 march 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 281.930. Lot: l748459. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of implantation is an unknown date in early (B)(6) 2021. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient¿s husband made a correction concerning a previous user report to the (B)(6) health authority. He reports a fractured dynamic condylar screw (dcs) plate implant. Patient was originally implanted on (B)(6) 2020 and was revised at the beginning of (B)(6) 2021. The patient was informed by the hospital that the plate fracture occurred due to material fatigue, but patient asked whether a material defect might also have been the root cause. This report is for a 95 degree dcs plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that dcs 95° 14ho l242 sst was broken near the tube feature. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with low stress-high cycle fatigue. The device was sent to depuy synthes material development engineers. The material report observed "fatigue striations were observed on the fracture surfaces, originating from the medial side of the screw holes. While there was significant secondary damage and burnishing of the surfaces in this area, the initiations appear to be stemming from the corner on the medial most surface of the plate, not at a location where a screw would be in contact with the plate. Therefore, the fracture initiation is not attributable to the screw or screw connection. Striations and secondary cracks were seen pointing to the likely initiation points. The portion of the fracture surfaces opposition the initiation showed signs of overload, representing the final fracture after the fatigue cracks had progressed partially through the cross section. This fracture pattern is suggestive of bending around an anterior-posterior axis. On the basis of these observations, the plate fractured due to low stress-high cycle fatigue. There were no inclusions or material defects observed that would have contributed to crack initiation or propagation." As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the dcs 95° 14ho l242 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.